Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: 2.28. Blood was drawn peripherally and used on the inratio meter.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 1.2, reference: 2.28, mean: 1.74, confidence limits: 1.2-2.3. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported to have met the criteria for accuracy. No further investigation will be pursued. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. Customer may have used venous sample for inratio testing. This issue will be subject to tracking and trending. Corrective action not required at this time.